Event description:
It was reported that when using the suction, a portion of the bowel came in contact with the suction tip. An additional entry port was necessary to release the bowel from the suction tip. No adverse effectto the patient was reported.